Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter burst, and fell out of the patient.

Manufacturer narrative:
Received 1 used catheter. The reported issue was confirmed; however, the cause is unknown. Visual inspection noted a burst on the sac along the lumen. Per functional testing, the device was examined under a microscope and found no missing pieces. The exact cause of the sample condition could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the catheter burst, and fell out of the patient.

Manufacturer narrative:
Received 1 used catheter. The reported issue was confirmed; however, the cause is unknown. The visual inspection noted a burst on the sac along the lumen. Per functional testing, the device was examined under a microscope and found no missing pieces. The exact cause of the sample condition could not be determined. The following results were found during the dimensional evaluation: eye snip length:3/32¿, inflation lumen coverage:12 thou, balloon thickness:29 thou, burst initiated from bottom collar of sac:2cm. Per the tactile evaluation, the balloon thickness measured 29 thou. In addition, the edges of the burst area were swollen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the catheter burst, and fell out of the patient. Per sample evaluation, there were no missing pieces.